Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, with moisture on the lens. Visual inspection foudn the lens haptic broken. Dimensional inspection found the lens within specifications. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6; +1.50/+4.50/106 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced lens rotation. On (B)(6) 2023, the lens was repositioned but this did not resolve the problem. On (B)(6) 2024, the lens was exchanged with a longer length lens and the problem was resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).